Event description:
A malfunction alarm with code malf 0 was reported, and technical support identified the fault as malf 12 ¿ 0x2071. No notable events occurred prior to the malfunction, and the impact on the customer's blood glucose level is unknown due to the customer's decision not to disclose this information. Technical support provided information on how to reset the pump and assisted in the reset process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared, a directive they acknowledged and understood.